Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock and episode review was requested. There was a clear morphology change and rate increase of 70bpm to 120bpm, so possible supra ventricular tachycardia (svt) with aberrancy and the morphology change caused t-wave oversensing. The stored s-ECG from the treated episode did not show any evidence of a rate dependent morphology change. A treadmill test with real-time s-ECG assessment was considered but deemed unlikely to offer any clinical benefit in selecting a more suitable sensing vector. Smart charge duration was extended to allow more time for arrhythmia detection. In the absence of other clear improvements in sensing, the vector was changed from primary to secondary, which appeared to produce slightly flatter t-waves at rest. Additionally, s-ECG's were captured in both seated and supine positions for future reference. The importance of reestablishing connection with the latitude communicator was discussed with the patient as weekly downloads would assist in monitoring device performance and rhythm sensing. The patient received a new cellular dongle and was instructed to contact latitude customer service to help with reconnection. No adverse patient effects were reported. The system remains in service.